Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-09834, reference MFR. Report#: 1627487-2018-09835. It was reported that the patient is experiencing high impedances on several lead contacts. Surgical intervention may be undertaken to address the issue.

Event description:
Investigation revealed that there is no allegation against the lead and there is no indication that it caused or contributed to the issue.